Manufacturer narrative:
Corrected fields are b6 additional comments, e1 event site telephone, h6 type of investigation, component code and h11 event summary. Updated fields are b4, g3, g6, h2. Esp personnel said the alarm is likely catheter related, explained possible causes and troubleshooting, and advised using the iab fill key if it happens again. There was no blood in the helium tubing and no visible kinks in the catheter. The insertion site was femoral and the patient was reported to be stable. She was thankful for the explanation and had no more questions.

Manufacturer narrative:
Gas loss alarm occurred. Esp personnel explained the alarm and that it is most likely catheter related. The potential reasons were explained and troubleshooting tips offered.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.